Event description:
It was reported that a vns pt implanted for depression indication had been receiving efficacy with vns therapy, but that recently, her condition began to decline. The reporter indicated that diagnostics had recently been performed and that the dcdc code was below 2, which indicates proper device function. The cause of the event and the relationship to vns therapy is unk at this time. Good faith attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
.